Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 3827 initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a high temperature fault alarm while supporting a patient.the customer also reported that the patient was outside at a waterpark in (B)(6) at the time of the event and the driver was in a bag and may have also been covered.the customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The driver met all functional test acceptance criteria associated with normotensive and hypertensive settings. The internal cooling fan was also verified as operating acceptably. In addition, an extended observation run test was performed and no anomalies were seen during the additional testing. The internal cooling fan was also verified as operating acceptably. The driver operated as intended and continued to meet all pressure acceptance criteria. The customer-reported temperature alarm could not be reproduced during investigation testing. Freedom driver system operator manual, (B)(4), provides detailed instruction regarding temperature alarms in section 10.2 on page 101 of 170. Temperature alarms must be immediately addressed and will stop when the temperature returns to the recommended operating range. A temperature alarm must continue for 30 minutes before it will escalate to a fault alarm requiring a switch to the backup driver. A temperature alarm can be cause if either the internal temperature of the freedom driver is too hot or the temperature of the onboard batteries is too hot or too cold. A temperature alarm cannot be muted. To address this alarm, customers are directed to replace each onboard battery, one at a time, remove any objects blocking the filter cover and fan on the driver, and move the freedom driver into a climate controlled environment (a cooler or warmer area). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a high temperature fault alarm while supporting a patient. The customer also reported that the patient was outside at a waterpark in (B)(4) at the time of the event and the driver was in a bag and may have also been covered. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.